Event description:
The pump was returned for pump errors during operation. Internal investigation of the device found that screw boss from the front housing to the main pcba was broken. No other damage found. Electrical conductivity tests were performed and all readings were normal.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The following has been reported: biomed reported: pump problem. No harm of patient reported, nor an active infusion being stopped. A preliminary review of the logs identified the following issue: electrical hardware failure (12v). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.